Manufacturer narrative:
(B)(6) 2019. (B)(6) 2014. Based on the available information, this event is deemed a reportable malfunction. The device was not used on a patient. Additional event information has been requested but not yet received, should additional information become available, a follow-up report will be submitted. A detailed batch review for this lot number was performed, it was concluded that there was no discrepancy related to this complaint issue. A previous investigation revealed an unidentifiable root cause and required no corrective actions. Therefore, this complaint will be closed without further action (B)(4).

Event description:
Report from a pharmacist stating that "the catheter connector is broken where the unometer device is connected to the foley catheter" reporter stated that the product was not used.